Manufacturer narrative:
A ge service rep performed an onsite investigation. The interconnect cable was replaced. The system was then found to be operating as intended.

Event description:
The customer reported that the unit was okay in the ap position, but the screens go black in the lateral position. This resulted in a loss of the live image. There is no report of pt injury associated with this event.